Event description:
It was reported a broken probe. No other information was provided. It was found on (B)(6) 2023 during an evaluation that the wires are pulled out and exposed on the strain relief.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of a broken probe was confirmed. The wires are pulled out and exposed on the strain relief at the probe end. The root cause of the reported failure was identified as device use. H3 other text : evaluation findings are in section h11.